Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 27-feb-2026, it was reported by a facility representative via (B)(4) that an ar-9625 hex driver tip broke off. This occurred during use in a case with no patient impact. The broken fragment was retrieved from the patient. No patient harm occurred as a result of this event.